Event description:
On 9/20/94 pt had a small bowel resection for carcinoid tumor. On 9/27/94 pt underwent 2nd surgery for acute abdomen, possible bowel perforation. There was leakage of food material around the anastomosis. This consisted mainly of fibrous material and corn. Final dx: perforation of small bowel at the site of previous anastomosis.